Event description:
Report due to foot break found during device analysis.the physician had attempted an arteriotomy closure with the perclose closer s device after an unk procedure. Reportedly,the device had a cuff miss and was found in a box of twelve (12) other devices with limited information as to the reported failure.hemostasis was achieved by manual compression.there was no report of a patient adverse event.